Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus over a non-medtronic guidewire, and the valve was fully deployed. Upon withdrawal of the dcs , training guidance for slow deployment was followed. The nose cone was not centered within the frame inflow and the nosecone of the dcs interacted with the valve frame. This interaction caused the valve to dislodge. The dcs was fully withdrawn from the patient. Subsequently, the dislodged valve was explanted and a surgical aortic valve was implanted in the patient. Additional information was received that right transfemoral access was used during the procedure with a non-medtronic (amplatz extra stiff) guidewire. No pre-implant balloon dilation was performed. The transcatheter valve was being implanted into the native annulus using the cuspal overlap technique and slow deployment. Prior to withdrawing the dcs, the nose cone was not centered in the valve frame by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was not pulling the guidewire back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx valve; product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus over a non-medtronic guidewire, and the valve was fully deployed. Upon withdrawal of the dcs , training guidance for slow deployment was followed. The nose cone was not centered within the frame inflow and  the nosecone of the dcs interacted with the valve frame. This interaction caused the valve to dislodge. The dcs was fully withdrawn from the patient. Subsequently, the dislodged valve was explanted and a surgical aortic valve was implanted in the patient.